Manufacturer narrative:
Patient age not made available from the site. On 02/29/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Motion batteries and motion battery charger replaced. On 03/02/2016 a medtronic representative, following-up at the site, reported a 3d scan could be captured in the beginning so they could frictionless navigate their screws during the procedure. They completed the surgery with an imaging system 3d scan which worked fine. The imaging system was plugged in throughout the entire surgery and no c-arm was utilized. Return requested. Replacement motor battery charger shipped to site. No parts have been received by manufacturer for analysis. Return requested. Replacement 9amph 12v battery shipped to site. Suspect batteries discarded by site and will not be returned to manufacturer for analysis.

Event description:
A site representative reported that, while in a spine procedure, their imaging system powered-down several times during surgery indicating low battery. In trouble-shooting the imaging system error logs, it was determimed that the flat batteries are likely due to not charging during the nights before. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect battery charge finds that the reported issue could not be confirmed. The motor battery charger passed function output bench testing. Visual inspection noted leaking capacitors. The motor charger board was installed on the imaging test system and the system functioned as expected. Motion, 2d, and 3d imaging were successful. No function fault found. Testing was unable to replicate the reported issue.